Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿insulin should be at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small air bubble in the luer lock. During troubleshooting, it was noted that the customer filled the cartridge with cold insulin. The customer was able to load a new cartridge successfully. The customer's blood glucose level was 279 mg/dl and it was addressed with a bolus via the pump.